Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
It was reported to philips that the device had a battery failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. An authorized service personnel(asp) was dispatched to the customer site and it was determined that the battery needed to be replaced to return the device to working condition. The asp replaced the battery. The device passed all performance verification testing.